Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the right atrial channel (ra). The ra lead is a competitor product. The crt-d is programmed vvir and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. High power visual inspection of the header and lead battels noted no irregularities. All seal plugs were intact. Seal ring marks indicate full insertion in all lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the right atrial channel (ra). The ra lead is a competitor product. The crt-d is programmed vvir and remains in service. No adverse patient effects were reported. The crt-d was later explanted and returned for analysis without any further allegations being made in relation to this event.